Manufacturer narrative:
The investigation of the reported event has been finalized. Visual inspection of the received main back-plane board and pneumatic back-plane board confirmed that the printed-circuit boards (pcb's) were damaged by corrosion. Evaluation of the device logs did not show any indication of the ventilator's malfunction. Ingress of liquid on pcb's may cause potential failures or short-circuits. The main back-plane board and pneumatic back-plane board were replaced by our field service engineer (fse). It is unknown how the pcb's became damaged.

Event description:
(B)(4).

Event description:
It was reported that during maintenance, dried liquid was found on the printed-circuit (pc) boards inside the ventilator. There was no patient involvement reported. (B)(4).